Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qmbcpsr0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? For example, did the suture broke post-operatively? Initial procedure date, as well as when the patient was seen again. Device return status/follow up?

Event description:
It was reported that a cat underwent an oophorectomy on an unknown date and suture was used. Post-op, there was a rupture of the suture. No additional information was provided.